Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 402 mg/dl. Cause was not known and customer did not allege issue was related to pump or supplies. Correction bolus was delivered and water was consumed to address bg. Customer was hospitalized for diabetic ketoacidosis (dka) and treated with insulin drip. Review of the pump history and pump system check with tandem technical support (cts) found no device issue. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by cts to obtain additional information, customer did not reply.